Event description:
It was reported that after the iab had been in use for 6 hours, the pump experienced kinked catheter alarms, and blood was observed in the helium tubing. Because of this, the iab was removed and a re-insertion was not required. There were no associated patient complications.